Manufacturer narrative:
(B)(4). Batch# unk. Date of event is 2019. Event day and event month were not provided. Attempts are being made to obtain the following information: can you please clarify if there were any patient consequences? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when placed on tissue, the anvil and cartridge were not parallel. When fired, the staples did not form and the firing cycle would not complete. Upon reloading the same thing happened. The anastomoses had to be reinforced with sutures. Patient consequence was not reported.